Manufacturer narrative:
(B)(4). Method: no product returned. Result: product met all release criteria. Conclusion code: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports with direct check quality control an end user was removing the control vial from the sleeve to discard it after use and received an injury. Employee health services reported that the protective sleeve was used. No report of serious injury, or administration of medical treatment.